Manufacturer narrative:
E1: initial reporter address 1: no. (B)(6). H6: medical device problem code a15 captures the reportable event of clip failed to release from the catheter. H10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating the device was prematurely deployed. Microscope examination was performed, and it was observed that the clip did not have evidence of hits in the bushing hooks and the bushing tabs were symmetric. Additionally, no discernible failure noted on the yoke. Dimensional analysis was performed on the bushing outside diameter to further analyze the deployment issue, and it was observed to be within specification. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: block b5 (describe event or problem)

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in fundus of stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. Reportedly, it was noted that one arm was kinked and the spring in the handle was curved. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on january 11, 2021. Note: manufacturer report# 3005099803-2020-06690 and manufacturer report# 3005099803-2020-06691 are related as both devices were used in the same patient and procedure. This report pertains to two of two resolution 360 clip devices.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in fundus of stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. Reportedly, it was noted that one arm was kinked and the spring in the handle was curved. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.